Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was unable to charge the ipg or tuned it on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.